Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo were provided by the customer for investigation. The photo was reviewed and the indicated failure mode for incorrect stopper color with the incident lot was observed. Retention samples were inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® lithium heparinn 75 usp units blood collection tube shield/cap/ stopper was found with a a different color/shade or faded prior to use. The following information was provided by the initial reporter: before use, it found that the stopper's colour was abnormal.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd vacutainer® lithium heparinn 75 usp units blood collection tube shield/cap/ stopper was found with a different color/shade or faded prior to use. The following information was provided by the initial reporter: before use, it found that the stopper's colour was abnormal.